Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous right posterior tibial artery. The physician advanced the 2mm x 20mm x 143cm sterling es pta balloon dilatation catheter to the intended location. The sterling balloon was inflated two times to 14 atms. On the third inflation, the sterling was balloon was inflated to 6 atms and ruptured. The physician successfully completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)